Event description:
It was reported that the caller experienced cgm error 42. There was no reported impact to the customer¿s blood glucose level. The customer successfully reset the pump with guidance from technical support, and the issue was resolved without the error code reappearing.